Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter present. Report 1 of 2. The following was received by the initial reporter: customer reported had multiple reports of the 20ml luer lock syringes ref#: 303310 having an excessively oily feel or appearance.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter present. Report 1of 2. The following was received by the initial reporter: customer reported had multiple reports of the 20ml luer lock syringes ref#: 303310 having an excessively oily feel or appearance.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.